Manufacturer narrative:
A fully constrained wallflex biliary fully covered rmv stent and delivery system was received for analysis. Visual examination of the returned device found the clear outer sheath was curved and kinked at the guidewire access port. The inner shaft was found exiting the guidewire access sheath. Functional evaluation found the stent could be manually deployed. When attempting to manually deploy the device, it was found that the inner was detached within the outer sheath. No issues noted with the stent and no other issues were noted with the device. The noted damages to the returned device were consistent with the application of excessive force during attempted deployment and are likely due to anatomical or procedural factors, which limited the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex fully covered rmv biliary stent was to be used in the biliary tract during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noted that the distal end of the catheter was broken but was not detached. The stent was removed and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 14, 2017 that a wallflex fully covered rmv biliary stent was to be used in the biliary tract during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noted that the distal end of the catheter was broken but was not detached. The stent was removed and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.